Event description:
It was reported that a malfunction occurred on the pump, identified by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump by providing pump reset information, and the malfunction did not recur after the reset, allowing the customer to continue using the pump.